Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test due to a loose drive support disk. The insulin pump passed the displacement and rewind tests. No rewind anomaly was noted. The insulin pump was received with a missing end cap sticker.

Event description:
It was reported that the insulin pump is stuck in the rewind mode. It was reported that the alarm history cannot be accessed due to the rewind anomaly. Advised the customer that the insulin pump would be replaced.